Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove and inspect the cartridge and its components for any damage, and to clean and check the pneumatic areas on the pump. Despite these efforts and further guidance from technical support to fill and load a new cartridge, the customer was unable to successfully load it onto the pump. Consequently, the issue was escalated for additional troubleshooting.